Event description:
It has been reported to philips that there was a blue screen on boot up. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc to return the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the blue screen on boot up. Following a functional test, fse discovered that the host pc's disk bay is the problem. Fse replaced the host pc after removing the hard drive from the pc disk bay and installing it directly onto the motherboard. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.